Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery or other battery alarms were noted. The device exhibited intermittent up button response due to corroded keypad traces. No unexpected numbers were ramping or scrolling during testing. The insulin pump was also received with minor scratches on the lcd window, a cracked case at display window corner, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling and a weak battery alarm was received. The customer's blood glucose was 89 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.